Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the collection of bone from the right femur, for use around a retrograde femoral nail on the left side, several issues occurred with the ria 2 device. Excessive heating of the handle surrounding the motor shaft occurred which caused melting of the materials and the yellow seal. The heads used broke successively. The metal ring located at the end of the 2nd shaft guide tore. A drill chuck (blue color) was used on the motor. The informed surgeon took care to remain at an angle of less than 10° when introducing the device. Irrigation of the device was scrupulously controlled throughout the operation. The following consequence occurred: metallic residues potentially remained in place, there was significant surgical delay, and the amount of bone collected was not as large as initially expected. This report involves one (1) 10.5mm reamer head for ria 2 sterile. This is report 8 of 8 for (B)(4).

Manufacturer narrative:
Date of event: only event year is known. Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device photos. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø10.5 was broken, since it is observed the tangs of the reamer head are broken off. The fragments of the piece were not returned and no other issues were identified. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the reamer head f/ria 2 ø10.5 was not performed at juarez lab due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10.5 would contribute to the complained device issue. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation (pie ) was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument; release to warehouse date: 28-dec-2020; expiration date: 01-dec-2030; part number: 03.404.017s, 10.5mm reamer head for ria 2-sterile; lot number: 80p5154 (sterile); lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was less than an hour delay. There is no additional procedure planned.